Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2024, the patient presented to the emergency room. No symptoms were reported, but when a fingerstick was taken at the emergency room, the cgm was reading 20.0 mmol/l and the blood glucose reading was 1.6 mmol/l. The patient was treated with a glucose solution (route not specified). The patient was discharged after spending 12 hours at the hospital and was stable at that moment. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.